Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. - this occurrence was noticed during transport while a patient got ventilated. - the alarms was continuously observable both visually and through hearing. Patient alarm pa141018 (exhalationobstructed). - the device log files were provided to hamilton. The ventilator device log files do show that the device has been repeatedly alerting with "exhalation obstructed" since 16-jun-2023. On 04-dec-2023 the ventilator device was started and at 02:12:08 it switched from standby to simv+. At 02:14:07 the ventilator device alerted with "exhalation obstructed". - there is patient involvement reported. This event occurred during ventilation. - there is need for medical intervention reported. The patient got manually bagged during the whole transport. - patient harm was reported, but further explanation about the harm was not reported to hamilton. - neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. This occurrence was noticed during transport while a patient got ventilated. The alarms was continuously observable both visually and through hearing. Patient alarm pa141018 (exhalation obstructed). The device log files were provided to hamilton. The ventilator device log files do show that the device has been repeatedly alerting with "exhalation obstructed" since (B)(6) 2023. On (B)(6) 2023 the ventilator device was started and at 02:12:08 it switched from standby to simv+. At 02:14:07 the ventilator device alerted with "exhalation obstructed". There is patient involvement reported. This event occurred during ventilation. There is need for medical intervention reported. The patient got manually bagged during the whole transport. Patient harm was reported, but further explanation about the harm was not reported to hamilton. Neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.